Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump again had a hardware low level failures alarm. The customer's blood glucose was 5.5 mmol/l at the time of the incident. The customer was able to clear the alarm and complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted in device history files or during testing.